Event description:
It was reported that the patient developed an infection. The patient took off the steri-strips from the implant site and accidentally hit the pocket with a shovel handle while working outside. The absorbable envelope, implantable cardioverter defibrillator (ICD), and leads were explanted and the system was replaced approximately one month later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) ICD, (B)(6) 2015. (B)(4).